Manufacturer narrative:
Patient has retained the explanted device.

Event description:
A physician reported that a patient underwent revision surgery to address two fractured ozark screws at c5 and a two-level ozark plate with a fractured securing mechanism. This report captures the second of the two ozark screws.

Manufacturer narrative:
Updated b.5. To reflect reported event of pain. Visual inspection could not be performed; however, x-rays were provided by the rep. A screw fracture can be observed at the most proximal level of a 2-level cervical plate. Functional, dimensional, and material analysis was not performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. The ozark guide and view surgical technique was reviewed and the following relevant information was identified: it is the physician's responsibilty to adequately instruct the patient that postoperative care and the patient's ability and willingness to follow instructions are two of the most important aspects of successful healing. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. Metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing, it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate postoperative management to avoid refracture. Periodic x-rays for at least the first year postoperatively are recommended for close comparison with postoperative conditions to detect any evidence of changes in position, nonunion, loosening, and bending or cracking of components. With evidence of these conditions, patients should be closely observed, the possibilities of further deterioration evaluated, and the benefits of reduced activity and/or early revision considered. As the incident occurred approximately four months after the index surgery, it is possible that non-union contributed to the failure. Non-union could allow for continued dynamic motion within the construct, eventually causing the screw cover to fracture. It is possible that the screw cover breakage allowed the screws to migrate out of the plate and ultimately fracture under normal load bearing.

Event description:
A physician reported that a patient experienced pain 4 months post-op and underwent revision surgery to address two fractured ozark screws at c5 and a two-level ozark plate with a fractured securing mechanism. This report captures the second of the two ozark screws.